Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mixer motor (part number mw0194) and cleaned the ise unit to resolve the issue.

Event description:
The customer reported erratic ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.